Event description:
It was reported that the patient presented remotely. Review of transmission revealed post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.

Event description:
New information received indicates that the patient's implantable cardioverter defibrillator was reprogrammed.